Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the screen suddenly froe, then shut down and could not be restarted. The boot loading interface would freeze. The machine was replaced , there was no harm reported.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and confirmed that the problem lies with the pim module; we have already provided a quote to the hospital and are waiting for a response before deciding whether to repair it. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : repair service not done yet.